Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10,

Event description:
It was reported that bd ultra fine¿ pen needles would not detach from the insulin pen. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8348568. It was reported that pen needles would not detach from insulin pen. Verbatim: issue(s): consumer states finding several that would not remove from lantus pen tried to review the lefty to remove rule --consumer not understanding. Consumer finding issues in the past 2 weeks with removing pen needles from pen. Able to complete her injections.

Manufacturer narrative:
H.6. Investigation: customer returned (25) sealed 32gx4mm bd pen needles from lot 8348568. Consumer states finding several that would not remove from lantus pen. All 25 returned pen needles were opened, then tested for attachment and detachment to a test pen injector: all 25 were able to properly attach and detach to the pen injector. No evidence of manufacturing defect was observed, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles would not detach from the insulin pen. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8348568 it was reported that pen needles would not detach from insulin pen. Verbatim: issue(s): consumer states finding several that would not remove from lantus pen tried to review the lefty to remove rule --consumer not understanding. Consumer finding issues in the past 2 weeks with removing pen needles from pen. Able to complete her injections.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not detach from the insulin pen. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8348568. It was reported that pen needles would not detach from insulin pen. Verbatim: issue(s): consumer states finding several that would not remove from lantus pen. Tried to review the lefty to remove rule, consumer not understanding. Consumer finding issues in the past 2 weeks with removing pen needles from pen. Able to complete her injections.